Manufacturer narrative:
(B)(4), 2011,the analysis on this device is pending. (B)(4), 2012.

Event description:
After 1+ years of implantation, this ICD was explanted due to an infection.

Event description:
After 1+ years of implantation, this ICD was explanted due to an infection.

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.